Event description:
It was reported that the device was in back up vvi mode. The device was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of backup vvi mode was verified in the laboratory. The device had a power-on reset. The device was tested on the bench and using automated test equipment and no anomaly was observed. The power-on reset was not reproduced and the cause of the reset could not be determined.